Manufacturer narrative:
Product event summary: the 2af283 balloon catheter with lot 86938 was returned and analyzed. Visual inspection showed that the catheter was intact with no apparent issues. Smart chip verification showed that the catheter had been used for 13 applications on date of event. The catheter failed the performance testing due to an oval balloon shape during inflation. The push button was not retracting during inflation making the guide wire lumen kink inside the balloon. The push button of the catheters was in the back position. The push button was pushed forward and further inflation showed the push button retracts as expected. Dissection showed a guide wire lumen kink 1 inch from the tip. In conclusion, the balloon catheter failed the returned product inspection as a result of a guide wire lumen kink and faulty push button. If information is provided in the future, a supplemental report will be issued.

Event description:
The balloon catheter subsequently tested out of specification per the manufacturer's investigation.